Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5064569 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a colon rectal procedure on (B)(6) 2012 and the mesh was implanted. It was also reported that since the procedure, the patient experienced a constant pain which led to infection and removal of the colon through the abdomen and connected to two strips of the mesh. The mesh pooled at the bottom of the rectum. The patient reported that she had to have an abdominal wall reconstruction during the hernia surgery. The patient experienced cramping, motility issues, abdominal cramps and constipation. The patient also underwent a mesh removal on (B)(6) 2016. No further information is available.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report #: 2210968-2016-04967. Please see medwatch report # 2210968-2016-04967 for all information regarding this event.